Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent rotator cuff repair surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced reaction and inflammation. Additional information has been requested.